Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml) at a dose rate of 608 mcg/day. The patient's empty pump alarm was first heard on (B)(6) 2015. The pump reservoir volume was 0.0 ml, and the pump had dispensed 40.3 mls since the last update. The low reservoir alarm had been set to 2.0 ml, and the pump event logs confirmed that the empty reservoir occurred on (B)(6) 2015. The patient was admitted to the hospital on (B)(6) 2015 and was still in the hospital on (B)(6) 2015. The patient had experienced a gradual onset of leg tightness beginning on (B)(6) 2015; no other symptoms were reported. The pump was going to be refilled on (B)(6) 2015. It was questioned why the low reservoir alarm date was (B)(6) 2015 (confirmed via telemetry), but the empty reservoir occurred on (B)(6) 2015 via the event logs. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) indicating the intrathecal pump contained lioresal intrathecal 2000 mcg/ml at a dose rate of 608.4 mcg/day. The lioresal therapy refill date was (B)(6) 2015 and was on-going therapy. The patient was taking numerous medications (oral, etc.) At the time of the event although they were not identified by the hcp. The patient's pertinent medical history included multiple sclerosis with paraplegia. The cause of the empty pump was due to the patient mistakenly given a refill date of (B)(6) 2015 and it should have been (B)(6) 2015.